Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter read inaccurately high compared to an hba1c test result of 4%. The complaint was classified based on the customer service representative (csr) documentation and further information obtained when medical surveillance reviewed the initial call. The patient alleged the product issue approximately began 2 to 3 months ago at an unspecified time. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿240 mg/dl¿ with the subject meter compared to a hba1c test result of 4%. Lfs does not consider this to be a valid comparison. The patient stated that he manages his diabetes with metformin (1000 mg, twice a day), since the alleged product issue started 2 to 3 months ago. Before the alleged product issue, the patient claimed he was on a lower dose metformin (unspecified exact dosage). At an unspecified date and time during these 2 to 3 months, the patient claimed he notified his doctor and asked for advice. The doctor advised the patient to take a hba1c test and to contact lfs customer service. The patient reported that over the 2 to 3-month period he developed continues symptoms of ¿feeling tired, weak, dizzy and got blurry sight¿. The patient denied receiving any other medical treatment/intervention in response to the alleged issue, as the doctor relies on the hba1c test result and is unsure what the symptoms are caused by. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and that the patient¿s test strips had been stored correctly, were within expiry date and had not been longer open than the discard date. The csr also noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.